Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user repeatedly announced meals without eating, after which the clinician recommended and the user completed a factory reset; the user then paired a dexcom g6 sensor, resumed insulin delivery with a teflon infusion set, entered weight, and initiated automated insulin dosing with education provided on the first-week learning period. Symptoms included no reported adverse clinical effects. Outcomes included restoration of therapy and continued use of the system. Investigation included technical support review, guided troubleshooting, and user retraining. Investigation of this case revealed use error related to incorrect meal announcements and successful recovery following a factory reset and reconfiguration. It was concluded that the event resulted from user interaction with the meal feature rather than a device malfunction, and that corrective actions consisted of education and system re-setup.